Event description:
It was reported that at the post implant check, the right atrial (ra) lead exhibited increased thresholds. Fluoroscopic imaging, ech ocardiogram, and x-ray imaging were performed with no change in lead position observed. The thresholds were evaluated two days later and the thresholds had increased further. The ra lead output settings were reprogrammed and the patient will continue to be monitor ed. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.